Event description:
A malfunction was reported on the pump after the customer went on amusement rides. The issue caused the customer's blood glucose level to rise to 524 mg/dl. The customer took no action to address the high blood glucose level and did not require third-party assistance. Reportedly, customer reverted to manual injections for insulin therapy.